Event description:
It was reported that a device was sequestered with a note stating, "beeps air-in-line when no air is in the line.¿ this was reported to bd associate during their site visit. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.